Manufacturer narrative:
Physio-control further examined the removed therapy connector assembly and determined that the cause of the reported issue was a broken brown wire on the low voltage ribbon cable of the internal wire harness portion of the assembly.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer¿s device and verified the reported issue. Physio-control replaced the therapy connector assembly; thereafter proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device was unable to detect the defibrillation therapy cable. Without proper recognition of the cable, the device would not be able to deliver defibrillation therapy if needed. There was no patient use associated with this event.